Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose level, value was not provided. Details and nature of event were not provided. The customer was discharged on 3/6/2026 with no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.